Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent; foreign material on lens surface (clear residue on lens) and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for the same size and similar diopter lens due to tear/break during injection into the eye. The problem was resolved. As of the date of MDR submission, the lens has not been returned.